Event description:
During a standard dental treatment an electrical dental handpiece got hot and burned the pt on inside corner of cheek that wrapped up onto lower lip. The pt was prescribed oxycodone pain medication and went to emergency care.

Manufacturer narrative:
During a standard dental treatment an electrical dental handpiece got hot and burned the pt on inside corner of cheek that wrapped up onto lower lip. The pt was prescribed oxycodone pain medication and went to emergency care. The analysis did show that the handpiece bearings have been gritty and the head has been dented at the back cap. This caused the back cap button to stick in, interfering with the bearing, causing the head to heat up. A dent in the head is usually the result of a drop and user instruction requires that a handpiece with such condition mustn't be used. It also requires a testrun before each use treatment. (B)(4). (B)(6) (the manufacturer is submitting the report on behalf of (B)(6) USA (the importer).